Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastroplasty, after the third firing, the device stopped and would not open, even though the red button was pressed. Another stapler was opened from the same batch to finish the procedure and in the first firing, the same problem occurred. There were no patient consequences.